Manufacturer narrative:
Findings: unit received with bleeding lcd glass. Unable to perform displacement test, operating currents, selftest, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to bleeding lcd glass. Unit received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 280 mg/dl at the time of the incident. The customer states that the device looked burned from the bottom and that they cannot read the screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.